Event description:
It was reported that dosing stopped after a sensor change, the ilet displayed ¿pairing with sensor,¿ and the user had no continuous glucose monitor (cgm) readings until a new sensor was scanned via the mobile app and a warmup countdown appeared. A fingerstick blood glucose of 227 mg/dl was entered, and education on bg run mode was provided. Symptoms included hyperglycemia. Outcomes included continued insulin delivery in bg run with manual entry pending cgm availability and no medical intervention beyond self-management. Investigation included customer support troubleshooting and user re-scan of the sensor leading to warmup initiation. Investigation of this case revealed that the cgm had expired and the new sensor was in warmup, which led to dosing stopped notifications and lack of paired cgm data until completion of warmup; device function was consistent with design when cgm data are unavailable. It was concluded, based on previously established findings for similar reports, that the cause was user workflow related to sensor replacement timing and expected cgm warmup behavior.